Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer was showing "device not detected on the bus" error. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary , the main drawer was showing "device not detected on the bus" error. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis tower failed. A field service engineer inspected and found the half-height main drawer 4 overextended, exposing wiring and causing detection issues due to tugging of retractor band wiring. The fse reseated connections, restoring bus detection and replacing the drawer. During maintenance, reseated controller board connections, replaced a damaged bus wire, and rebooted the device, restoring normal functions. Diagnostics were run upon reboot to verify full functionality of all drawer components. The customer successfully assigned the drawer to the device. The system functioned as intended after the field service engineer repaired the device.